Event description:
On 10/15/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi and the floowrate test. Occlusion at too high of a psi value (40.16) flow rate deviation too high (4.76). No patient was involved.

Manufacturer narrative:
Recent complaints regarding the device highlighted issues with a pump that underwent routine maintenance testing by "intuvie." During testing, it was found that the pump's occlusion psi value was too high at 40.16, exceeding the acceptable threshold for the 30 psi. Additionally, the flow rate deviation was recorded at 4.76%, surpassing the standard tolerance of 4.5%. To address these issues, the pump was calibrated, which successfully resolved the identified problems. A corrective and preventive action (CAPA) has been initiated to investigate the root cause of the reported event. Reference: complaint #(B)(4).